Event description:
A user facility reported to olympus the endoeye flex deflectable videoscope displayed a cloudy image and the objective lens had a defect. Upon inspection and testing of the customer returned device, a b31 scope communication error code presented. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The customer's complaint was not confirmed. The b31 scope communication error occurred due to a damaged charge coupled device unit and video connector circuit board. In addition, the following non-reportable malfunctions were found during the device evaluation: adhesive on the distal sheath was chipped and multiple components were found scratched and/or cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the following: ·mechanical stress such as bumping and dropping was applied to the electrical circuit in the image sensor in the image sensor unit which was embedded in the distal end section of the endoscope. Then, the electrical connecting condition temporarily became poor, which caused a negative impact on the image signal output. As a result, the image signal output got unstable, which led to malfunction. ·accumulation of electrical stress such as energization to the image sensor installed in the image sensor unit which was embedded in the distal end of the endoscope and the electrical circuit board in the scope connector, sporadic application of static electricity, or connection/disconnection while the system was powered on may have caused the electrical connecting condition became worse. Then, a negative impact was exercised on the image signal output, which caused the image signal output to be unstable. As a result, it led to irregularity of image. Moreover, application of overcurrent may have been caused by connection/disconnection while the system was powered on, overcurrent from other devices and electrical wirings, or adhesion of dust or moisture on the electrical contacts of the system and the video connector. The event can be detected by following the instructions for use (IFU) sections which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.